Event description:
It was reported that the device was not mating with tibia. No more information is available.

Manufacturer narrative:
(B)(4). D10 - medical product: patella reamer blade with pilot hole 29 mm diameter single use only catalog # 00597909529, lot # 67003798. Biomet bc r 1x40 us catalog # 110035368, lot # av32aj0801. Tibia cemented 5 degree stemmed left size c catalog # 42532006401, lot # 66316989. Femur cemented cruciate retaining (cr) narrow left size 6 catalog # 42502006001, lot # 66416764. All poly patella catalog # 42540000032, lot # 66866569. Articular surface medial congruent (mc) left 11 mm height use with tibia sizes c-d/cr femur sizes 6-7 catalog # 42512100411, lot # 66559494. Articular surface medial congruent (mc) left 11 mm height use with tibia sizes c-d/cr femur sizes 6-7 catalog # 42512100411, lot # 66725558. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the returned product confirmed that the device dovetail feature was found to be both flared and compressed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique. The root cause is attributed to use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.